Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of an umbilical hernia. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet the users¿ expectations or the manufacturers¿ specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia. Per the pdrn, it is unknown if the patient¿s hernia was present prior to beginning pd for rrt. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a hernia (date not provided). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia (date not provided). The patient¿s umbilical hernia did not require radiographic imaging, as it could be visualized by the ¿obvious bulge at his umbilicus.¿ the patient is currently hospitalized as of (B)(6) 2025 and will be transitioning to hemodialysis (hd) once a vascular access has been placed. It is unknown if the umbilical hernia was present prior to the patient beginning pd therapy, or if there are plans to surgically correct the umbilical hernia. However, it should be noted the umbilical hernia had been discovered prior to this hospitalization, and the patient was already planning to transition to hd.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a hernia (date not provided). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia (date not provided). The patient¿s umbilical hernia did not require radiographic imaging, as it could be visualized by the ¿obvious bulge at his umbilicus.¿ the patient is currently hospitalized as of (B)(6) 2025 and will be transitioning to hemodialysis (hd) once a vascular access has been placed. It is unknown if the umbilical hernia was present prior to the patient beginning pd therapy, or if there are plans to surgically correct the umbilical hernia. However, it should be noted the umbilical hernia had been discovered prior to this hospitalization, and the patient was already planning to transition to hd.

Manufacturer narrative:
Correction: a3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a hernia (date not provided). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia (date not provided). The patient¿s umbilical hernia did not require radiographic imaging, as it could be visualized by the ¿obvious bulge at his umbilicus.¿ the patient is currently hospitalized as of on (B)(6) 2025 and will be transitioning to hemodialysis (hd) once a vascular access has been placed. It is unknown if the umbilical hernia was present prior to the patient beginning pd therapy, or if there are plans to surgically correct the umbilical hernia. However, it should be noted the umbilical hernia had been discovered prior to this hospitalization, and the patient was already planning to transition to hd.